Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient acutely decompensated on (B)(6) 2023 and was transferred to the intensive care unit (ICU). The patient was intubated with an acute kidney injury (aki), shock liver, and severe lactic acidosis. Lactic acidosis, aki, and transmintis improved with support of pressors and continuous veno-venous hemofiltration (cvvh) (B)(6) 2023. Urine output had increased as well. The patient underwent release of outflow graft obstruction on (B)(6) 2023 during which thrombus was noted in the distal end bend relief which was evacuated with immediate improvement in left ventricular assist device (lvad) flow. Hematology was consulted regarding history of deep vein thrombosis (dvt) and pulmonary embolism (pe) in addition to down trending platelets. It was noted that the patient had previously undergone evaluation for hyper coagulopathy. Protein c/s levels were initially low but had been checked while on warfarin. Coumadin was held for 2 weeks in order to check protein c/s levels, which were normal from (B)(6) 2023. Thrombocytopenia was noted prior to heparin drip initiation and had since resolved, so heparin induced thrombocytopenia (hit) was unlikely. Platelets had returned to normal, and the patient was downgraded to 6t on (B)(6) 2023 with improvement in creatinine and liver function tests (lfts)

Event description:
Additional information was received that the patient received a heart transplant on (B)(6).

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through review of the submitted images. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The controller periodic log file captured a slight decrease in flow over time between 08feb2023 and 15mar2023. In addition, the submitted controller event log files captured transient low flow hazard alarms on 13mar2023 ¿ 15mar2023 and 22may2023. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The relevant sections of the device history records for mlp-010950 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hypertension, and multiple organ failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation as no images were submitted and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported mild pulmonary hypertension could not conclusively be established through this evaluation. The controller periodic log file captured a slight decrease in flow over time between (B)(6) 2023. Of note, the submitted controller event log file captured transient low flow hazard alarms on (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists device thrombosis and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events. The IFU further explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number and primary unique device identification (UDI) number): correction. Section b5: article information: pepe, r., soliman, f., cai, j., grewal, j., dulnuan, k., huang, m., iyer, d., takebe, m., lemaire, a., ikegami, h., russo, m., lee, l., & sunagawa, g. (2024). Minimally invasive relief of severe heartmate 3 outflow graft obstruction via subxiphoid approach. The journal of heart and lung transplantation, 43(4), s599. Https://doi.org/10.1016/j.healun.2024.02.912 department of surgery, rutgers robert wood johnson medical school, new brunswick, nj; department of surgery, columbia university irving medical center, new york, ny; department of medicine, rutgers robert wood johnson medical school, new brunswick, nj. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿minimally invasive relief of severe heartmate 3 outflow graft obstruction via subxiphoid approach¿ that heartmate 3 (hm3) may be associated with outflow graft (ofg) obstruction, thrombus, and transplant. This case study involved a 54-year-old male with non-ischemic cardiomyopathy who presented approximately 5 years post-implant with low flow alarms for flow less than 2.5 lpm. Computed tomography angiography (cta) imaging revealed a mural thrombus that obstructed the ofg at the distal bend relief. The patient was upgraded on the transplant list as status 2. As the patient had acute decompensation and need for vasopressor increase and inotropes, surgical intervention to relieve the ofg was performed via a 5cm subxiphoid incision. Once the ofg was exposed, tonsil hemostatic forceps were inserted between the ofg and bend relief; old yellow thrombus was noted to be expressed under high pressure. Within 30 minutes of the surgery, flow immediately improved. The patient underwent a heart transplant two months later and remained well three months post-transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that 3 days after the patient was at home they experienced low flow alarms. The patient was instructed to come to the emergency room on (B)(6) 2023. Computed tomography angiography (cta) on the same day showed "chest". The vessels/heart of the lvad was redemonstrated with mural thrombus within the proximal aspect of the outflow graft with moderate to severe associated stenosis in addition to cardiomegaly with left ventricular enlargement. The patient's international normalized ratio (inr) was therapeutic in the 2-3 range for the last 9 months to a year. The patient's goal inr was increased to 3-3.5. The patient's unos status was upgraded to status 2 and the patient will remain in the hospital until transplanted. The pump speed was increased on (B)(6) 2023 from 5400 to 5600 rpm. Rhc results showed mildly elevated biventricular filling pressures (right > left), mild pulmonary hypertension, and hemodynamics were slightly improved at the higher lvad speed of 5600 rpm.

Manufacturer narrative:
H7, h9: additional information manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed via the provided images. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The controller periodic log file captured a slight decrease in flow over time between (B)(6) 2023. In addition, the submitted controller event log files captured transient low flow hazard alarms on (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The research article ¿minimally invasive relief of severe heartmate 3 outflow graft obstruction via subxiphoid approach¿ was later received. The aim of this article was to describe a case involving a patient who presented approximately 5 years post-implant with low flow alarms. Computed tomography angiography (cta) imaging revealed a mural thrombus that obstructed the ofg at the distal bend relief. The patient was upgraded on the unos transplant list as status 2. As the patient had acute decompensation and need for vasopressor increase and inotropes, surgical intervention to relieve the ofg was performed via a 5cm subxiphoid incision. Once the ofg was exposed, tonsil hemostatic forceps were inserted between the ofg and bend relief; old yellow thrombus was noted to be expressed under high pressure. Within 30 minutes of the surgery, flow immediately improved. Review of the images provided in the article mages revealed biodebris buildup between the outflow graft and bend relief, consistent with eogo. The patient underwent transplant on (B)(6) 2023. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) revision d and the heartmate 3 patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, explains all pump parameters, including pump flow. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hypertension, and multiple organ failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The device is included in the heartmate lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo) fsca. No further information was provided. The manufacturer is closing the file on this event.